Event description:
The facility reported an infusion pump with a "pump alarmed as open." The staff was unable to load an IV set or adjust any of the 3 channels. The staff nurse could not troubleshoot pump or turn it off. The patient was receiving a vasopressor agent, antiarrhythmic, heparin and insulin. No other pumps were available to replace disabled pump. The facility reported "it took 1 hour and 15 minutes to get drips back on an infusion pump." The pump was taken out of service. It is unknown if the pump is available for evaluation. No additional information available, though requested by baxter, no additional information provided.